Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: in event description indicates "the needles popped off of the suture "as if they were pop-offs" multiple times" & "there was an issue with suture from the same box doing the same thing during previous day's case": according this could you please confirm if there were just two different cases with this problem? Please clarify as far as I know only two cases. I asked the witnesses for more info two weeks ago and they have not responded. Could you please clarify if just one device present this issue (pull off suture needle) in this one procedure? Please confirm if it occurred more than one time in this single procedure, please provide quantity of product with this issue im am sorry but the witness did not respond to my question. Could you please clarify if the patient suffer from any sign or consequence due to this issue? Please provide more details no harm to patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: after visual inspection of picture (1), a sealed package product code x204h was observed. In the photo (2) two needles were seen with the suture attached. In addition, the threads seem unused. The image is not clear to determine the failure mode or the reported condition. Visual inspection of image (3) revealed an open box with product code x204h. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a unknown surgery on (B)(6) 2022 and suture was used. During the procedure, the needles popped off of the suture "as if they were pop-offs" multiple times. There was an issue with suture from the same box doing the same thing during previous day's case. The surgeon was able to use the opposite needle to complete the stitch. (These are double armed suture.) There was no delay in care. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2022 h6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with nineteen packets that pertains of product code x204h was returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects were observed during evaluation. Functional test was performed using an instron equipment, and the pull force result were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.